Event description:
The patient was undergoing a laparoscopic gastric sleeve and cholecystectomy. The teflon coated l-hook electrode melted when engaged in the patient. The surgeon removed the instrument and inspected it. There was no harm to the patient. The device was returned to the vendor.